Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported display not showing and unknown alarm which was reproduced at device power up as a white screen. The reported symptom was verified and found to be caused by a failed input/ output printed circuit board. The input/ output printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump will not show display and alarms but can not view the alarm code. There was no patient involvement. No additional information is available.